Manufacturer narrative:
The investigation for the reported stroke has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the stroke could not be determined.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 66-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the patient experienced stroke like symptoms during impella support. Despite impella flows remaining unimpeded, a computed tomography(CT) scan confirmed the presence of a right proximal carotid thrombus. The pump was explanted as a result of the condition and a balloon pump was placed for ongoing support. The fogarty balloon verified clearance of any thrombus from the graft and right subclavian between the vessel loops. The patient was considered to be stable following the intervention.